Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the outflow graft was thrombosing and the patient was transplanted. The pump was sent back for analysis.

Manufacturer narrative:
Section h6: "death" was inadvertently coded in the previous report. Transplant was the patient outcome. Manufacturer's investigation conclusion: the report of suspected thrombus in the outflow graft could not be confirmed as no product was returned for evaluation. Furthermore, a specific cause for the reported event could not be determined. Multiple attempts were made to obtained additional information regarding the reported events as well as the pump return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), is received at a later date this investigation may be reopened to include the evaluation of the returned pump. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05aug2019. No further information was provided. The manufacturer is closing the file on this event.